Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, scratched keypad overlay, scratched reservoir tube window, protruded and loose drive support disk, broken belt clip slot and cracked battery tube threads.

Event description:
It was reported the customer had a crack in the case of the insulin pump. The customer also stated the insulin pump was not dropped or bumped. The crack on the insulin pump was also seen on the display corner. The drive support cap also appeared to be damaged as the customer stated it was loose. The customer could not recall how the damage had occurred. The customer was not in car accident. Customer was advised to return the insulin pump.